Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump "accidentally administered the morning dose" in the evening. It was reported that this should not have been possible as the pump had a twenty (20) hour lockout. Per reporter "the carer were there when the morning dose was administered yesterday." It was also reported that the pump was not alarming for "high pressure" while "it did have a kink." Per reporter the patient was "very stiff" and had "no covid-19 complaints, but does have cough complaints." Per reporter, patient was to go to the hospital to address the cough and the pump was replaced. No adverse patient effects were reported.